Event description:
It was reported that during a small bowel resection procedure, the firing knob fell off and on completion of firing, the staple line was not complete. The procedure was completed with sutures. There was no pt consequence.